Manufacturer narrative:
Radiometer has requested for data for investigation, but this was not provided. Returned datalogs does not cover the time of the event. Hence, the root cause cannot be determined and is unknown.

Manufacturer narrative:
Initial date received by manufacturer (awareness date) is 16jul2024 and not 15jul2024 as stated in initial report.

Event description:
According to the complaint, on (B)(4).2024-06-25, when blood analysis was performed according to doctor's order, the abl90 analyzer (serial number: 090r1168n005) malfunctioned and the blood sample was returned.